Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump erosion was first noticed in (B)(6) 2017. The current status of the explanted pump and catheter was unknown, removed by neurosurgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen baclofen of an unknown concentration and dose via an implantable infusion pump for an unknown indication for use. It was reported that apparently the patient presented at the managing physician's institution with the incision open over the pump and referred to surgeon. The rep found out on a routine visit to the rehab center where the patient was treated. The hcp thought the pump erosion had something to do with the patient body size, she was thin. The situation was apparent by looking at the pump site. The pump had eroded through the skin and was removed. The pump and catheter were removed by the surgeon. The issue was resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated.